Event description:
It was reported that a seam ruptured in which there was lost volume. Blood was reported to have sprayed from the seam while coming off bypass. No permanent pt injury or death reported as a result of this event.